Event description:
Revision surgery for stem loosening at about 10 years and 5 months post primary. All devices revised successfully. No signs of infection found in the hip.

Manufacturer narrative:
Batch review performed on 4 november 2025: lot 150007: (B)(4) items manufactured and released on 09-apr-2015. Expiration date: 2020-feb-29. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.